Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic totally extra-peritoneal procedure, after inflation, upon removal, it got split and came out in two pieces. The balloon had already been used and the case was resumed and completed as normal. There was no patient injury.

Manufacturer narrative:
Additional information: evaluation summary post market vigilance (pmv) led an evaluation of one device. The visual inspection noted: that the dissector balloon and insufflation bulb were received. The dissector balloon was cut. The obturator, lock collar and trocar balloon appeared intact. A functional evaluation found that using a test syringe the trocar balloon was inflated, no leaks detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the cut in the dissector balloon may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.